Event description:
It was reported that during an atrial fibrillation (afib) case, a pericardial effusion was noticed. The pericardial effusion was discovered during the watchman¿ portion of the procedure using transesophageal echocardiogram (tee). The reporter confirmed all pulsed field ablation (pfa) applications had already been completed when the injury was discovered. The pericardial effusion was confirmed by tee. No medical intervention was provided. The patient was reported to be in stable condition. They were informed after the procedure had already been completed. The physician did not mention what they thought caused the pericardial effusion. They used the farapulse¿ system for pfa using the farawave¿ catheter. The pentaray catheter was used for mapping, but it is not available for return, and the reporter could not provide the lot number. Pt code: 3271. Device code: 2993. Procode: ngv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5179023.